Event description:
Article reports a (B)(6) female presented with a red, painful left eye. Slit lamp exam found the eye to have epithelial defect, punctate staining, widespread corneal infiltrate, central hypopyon, and lid edema. Pt was diagnosed with contact lens related microbial keratitis with a high suspicion for acanthamoeba keratitis. The corneal signs were commensurate with acanthamoeba keratitis. Pt was admitted to hospital for ten days of intensive antimicrobial treatment. Two days before presentation, pt went swimming in a home pool, removed lenses while swimming and stored them in a old storage case with unpreserved saline. Lenses were reinserted the next day. At 18 month exam, a diffuse central subepithelial scar remained, medication ceased and pt was discharged.

Manufacturer narrative:
The product was not returned for evaluation. The lot number is unknown. The article noted two days prior to event, pt went swimming in a home pool, removed lenses while swimming and stored them in a old storage case with unpreserved saline. Based on all information, no causal factors can be determined and no conclusion can be drawn.